Event description:
It was reported that the device was giving "double beep" alert during testing. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in fair condition with damaged housing. Event history log review was performed and found no evidence of reported problem. According to the investigation, the device was started in application and problems were found with double beeping with a cassette attached, which would cause the "no disposable" alarm. Investigator replace the pump downstream sensor. The problem source of the reported problem is unknown.